Manufacturer narrative:
Not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has strange odor, and is not functioning correctly. The patient alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has strange odor and is not functioning correctly. The patient alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a pil supplied ac power cord. Pil attached a pil supplied known good humidifier (et f 3100908¿005) and verified airflow and verified that the heater plate became warm. Pil ran therapy for 30 minutes and observed an indiscriminate odor. Pil attached a pil supplied known good battery pack and verified airflow and that the device operates with a battery pack. Pil observed the following from an external and internal inspection: missing usb/ micro sd card cover, dust¿like contamination and tiny hairs/ fibers in the air outlet port and on the outside of it, air inlet filter had excessive gray dust¿like and hairs/ fiber on it, air inlet filter area had gray dust¿like contamination and tiny hairs/ fibers, battery connector access end cap had dust¿like contamination and hairs/ fibers in it, humidifier connector access end cap had dust¿like contamination and hairs/ fibers in it, power supply cover and transition tube had dust¿like contamination and hairs/ fibers on it, pca (printed circuit assembly) had potential excess flux residue near the battery pins on the bottom of the pca and air inlet baffle had dust-like contamination and tiny hairs/ fibers on it. Dust¿like contamination and small brown unknown piece of contamination and many tiny hairs/ fibers in the bottom enclosure. One power supply screw was missing. Most likely an assembly issue. Blower motor had dust¿like contamination and hairs/ fibers on it. Blower motor had dust¿like contamination inside of it. Dust¿like contamination and tiny hairs/ fibers were in the bottom of the blower box. Pil used fit t (foam integrity lest 1001) to probe the sound abatement foam, that was reachable and was not able confirm the presence of degraded sound abatement foam. Visually, the sound abatement foam looked intact and had some dust-like contamination on it. There are no visible damage functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was able to confirm the complaint of a strange odor, but pil could not confirm the complaint of the device not working correctly. Pil was not able to address the symptoms specified. Pil was not able to get care orchestrator information from the device. Review of the device log showed zero errors were logged, device was likely reset prior co pil receipt as indicated by the device having 5066.4 machine hours and no blower or therapy hours. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.